Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator was received for evaluation. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned sheath and dilator; however, the dilator tubing was cut lengthwise and evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, after transseptal access was obtained, skiving was noticed on the introducer. The needle had not been reshaped and the stylet had been used. After aspirating, the sheath was used to complete the procedure with no adverse patient consequences.